Event description:
The surgeon attempted to implant an aa4203tl toric silicone plate lens but it jammed in the cartridge and tore prior to insertion. There was no pt contact or injury. The nurse stated it was unknown as to why the lens tore. An mtc-60c cartridge was used but the lot number was not provided by the facility. The model and lot number of the injector was not provided by the facility.